Event description:
Treatment of an avm. It was reported that onyx could not be injected into the catheter after several injections. No patient injury reported. Same event as MDR# 2029214-2012-00203.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was consumed in the event. (B)(4).